Manufacturer narrative:
Device was returned to manufacturer for evaluation. Visual macroscopic exam was performed. It shows that the tip of the instrument was broken off. This device is an instrument for removal of setscrews but is not designed to use for final tightening and breaking off of setscrews. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during operation, the tip of the instrument broke and remained in the head of non-break off set screw. No patient complications were reported.